Event description:
Customer's daughter reports lancet sticks out of the multiclix lancet device. Reporter is unsure if lancet was already out or if it stayed out after being fired. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.